Event description:
It was reported "the tibial screw was removed previously, arthroscopically, due to being loose. Over time the insert disassociated from the baseplate. Surgeon removed and put in a new insert."